Event description:
It was reported that the plastic pins securing the door panel to the door frame were found to be loose in multiple locations, with one pin completely detached. It was alleged that this defect compromises the secure placement of the disposable set, particularly the pressure chamber, which may lead to operational interruptions during critical patient care.

Manufacturer narrative:
The internal complaint file #(B)(4) has been logged for this incident for traceability. It was reported that the plastic pins designed to secure the door panel to the door frame were found to be loose in several locations. Belmont provided the customer with replacement pins and described to the customer how to make sure they are properly installed. This complaint was received on (B)(6) 2025 and was initially deemed not reportable. This issue is a cosmetic defect where the plexiglass of the door separates from the metal frame. The defect does not impact performance of the device. The push pins work in conjunction with the adhesive gasket behind the plastic to hold the plexiglass onto the frame, and to prevent damage to the system. They are intended to add flexibility if the disposable is not completely loaded into the system and the door is forced closed. The user manual for the ri-2 rapid infuser provides instructions to check that all the plastic push pins on the door are in place during preventative maintenance. On (B)(6) 2025, belmont received a user facility report (mw517125) for this event. Per belmonts policy, we are submitting an MDR as it is our policy to report all complaints where a user facility report is received. There are 11 pins to hold the plexiglass of the door in place. Over a period of time, these pins can become loose or become dislodged. The loose or dislodged pins do not lead to any functional issue with the device. Belmont has received no reports of operational interruptions resulting from issues with loose or missing push pins. Belmont will continue to monitor this type of incident closely and take further corrective and preventive actions if required.